Event description:
On (B)(6) 2009, a customer contacted haemonetics to report that the orthopat machine would not turn on. No injury or reaction noted.

Manufacturer narrative:
On (B)(6) 2009, a customer contacted haemonetics to report that the orthopat machine would not turn on. No injury or reaction noted. Upon eval of the device the reported problem was verified. A major blood spill was discovered. All contaminated and damaged components were replaced including the power supply. The machine is now ready for use. This report reflects a product issue identified during a retrospective review of service records. No pt or user harm or injury was reported or allegedly associated with the issue identified in the service record. Actions taken in response to this issue are recorded in haemonetics' CAPA record (B)(4).